Event description:
The customer reported that the insulin pump was not delivering insulin. The customer reported that he did not receive an alarm regarding the non-delivery of insulin. The customer reported that his blood glucose levels went up from 280 mg/dl to 350 mg/dl to 427 mg/dl up to 469 mg/dl. The customer treated with manual insulin injections and his blood glucose levels went down to 325 mg/dl. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Unit passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window.